Event description:
The problem was described as: "it was a left cfa puncture for a right leg angiogram. Upon removal of the fortress 6f 45cm sheath resistance was encountered. Sheath was attempted to be withdrawn, but it was noted that the sheath was stretching. Upon realization, a 6f 65cm fortress was opened, in order to get the 65cm introducer. It was managed to insert the introducer into the sheath and removed it. Nb: clinical nurse stated that the delivery of the sheath over the iliac bifurcation was uneventful. Fortress valve and side port were replaced with a cook valve and side port, as there had been a separate issue with other companies stent accidently deploying in the fortress sheath. Therefore, this part of the fortress sheath needed to be removed and replaced. This event occurred well before the attempt to remove the fortress sheath." Event occurred: inside patient patient injury: no patients outcome: discharged at home. On 23.10.2024 customer provided additional information: "I have spoken with the scrub nurse who said that the 6f fortress 45cm sheath distal end was in the aorta when they encountered resistance when pulling back the sheath. They were removing it without the dilator which is their normal practice unless there is resistance. When they encountered resistance, they also noticed that the sheath was a lighter blue than normal at the insertion site, and this is when they stopped and opened a 65cm fortress sheath and inserted the dilator from it to retrieve the 45cm sheath."

Manufacturer narrative:
Initial report submitted on 18 nov 2024, per MFR report #: 3003637635-2024-00022. The DHR review and investigation performed on the returned device showed that there is no production or design issue that can lead to the defect which caused the complaint case. According to the additional information provided by the customer, the dilator was not used during sheath removal. According to the IFU of the device, dilator usage during withdrawal is a must. The root cause has been established as user error.

Event description:
The problem was described as: "it was a left cfa puncture for a right leg angiogram. Upon removal of the fortress 6f 45cm sheath resistance was encountered. Sheath was attempted to be withdrawn, but it was noted that the sheath was stretching. Upon realization, a 6f 65cm fortress was opened, in order to get the 65cm introducer. It was managed to insert the introducer into the sheath and removed it. Nb: clinical nurse stated that the delivery of the sheath over the iliac bifurcation was uneventful. Fortress valve and side port were replaced with another distributor's valve and side port, as there had been a separate issue with other companies stent accidently deploying in the fortress sheath. Therefore, this part of the fortress sheath needed to be removed and replaced. This event occurred well before the attempt to remove the fortress sheath." Event occurred: inside patient. Patient injury: no. Patients outcome: discharged at home. On 23.10.2024 customer provided additional information: "I have spoken with the scrub nurse who said that the 6f fortress 45cm sheath distal end was in the aorta when they encountered resistance when pulling back the sheath. They were removing it without the dilator which is their normal practice unless there is resistance. When they encountered resistance, they also noticed that the sheath was a lighter blue than normal at the insertion site, and this is when they stopped and opened a 65cm fortress sheath and inserted the dilator from it to retrieve the 45cm sheath."

Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for an evaluation. Information provided by the customer and the DHR review will be done as part of the root cause investigation.